Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when applied on pylorus, staple line was incomplete distally. Another loading unit was used to resolve the issue in order to complete the case. There was no patient injury.